Event description:
It was reported that the customer accidentally over-bolused for their breakfast. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer consumed carbohydrates to address bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.